Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan results on the adc device that were higher than they felt it is unknown whether the customer noted a trend arrow on the device. The customer counteracted by injecting insulin (type/dose unspecified). However, the customer had loss of consciousness and was unable to self-treat, requiring sugar as treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.